Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis. The patient was treated with cefepime (250 mg, route and frequency not reported) and cefuroxime (500 mg/tablet, twice a day, routes not reported) for peritonitis. On an unreported date, retraining was done with a caregiver (cg) and proper aseptic technique was reiterated. The outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.